Event description:
It is reported that the tray retained liquid after sterilization. This wasn't noticed until after the tray was brought into the operating room. This caused the surgery table to be contaminated creating a 30 minute delay.

Manufacturer narrative:
This report will be amended when our investigation is complete.